Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip did not deploy was confirmed. Based on visual and functional analysis of the returned device, the cause was related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se, with a 6fr sheath, after an interventional procedure. Reportedly, the clip did not deploy. In accordance with the instructions for use, the safety release mechanism access ports were attempted to facilitate device removal; however, were unsuccessful. The device was removed from the patient anatomy with the locator wings in the open position, no vessel or artery damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.